Event description:
It was reported that the pump delivered less insulin than requested for a bolus. Reportedly, the customer changed pump supplies to address the issue. Reportedly, customer continued using pump for insulin therapy.